Event description:
The physician was relieving another provider in operating room (or). The other provider logged out of acudose cart. The patient was waking up, so the physician did not log in thinking he wouldn't need anything. The patient started to wake and bit down on his tube. The physician went to log in to get an airway and when he went to select the unlock button nothing happened and the screen froze. He was not able to access the cart so they sent out for an airway cart. They were able to complete the case and the patient went to post-anesthesia care unit (pacu). The physician said the patient was fine. The machine worked fine earlier in the morning.